Event description:
Left knee revision due to unknown reason.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Medical product: oxf twin-peg cmntd fem sm PMA item #: 161468 lot #:566740. Medical product: oxf anat brg lt sm size 4 PMA item #:159541 lot #: 341460. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to feeling unstable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: unknown oxford femoral component, catalog #: not reported, lot #: not reported; medical product: unknown oxford bearing, catalog #: not reported, lot #: not reported. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00353, 3002806535-2019-00354, the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Left knee revision due to unknown reason.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to feeling unstable.